Event description:
It was reported that syringe 50ml ll was damaged. The following information was provided by the initial reporter: cat.no. 300865 ¿ lot 2005229 there must have been a crack in the barrel of the syringe, so that a cytostatic drug escaped from the syringe during the attempt to inject air back, which splatter on the apron of the manufacturing employee. Such an incident in the cytostatics department is understandably very unpleasant for the employees. Unfortunately, we could not keep the syringe as a sample for you to complain about, because it was contaminated with a cytostatic drug.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2005229, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005229 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll was damaged. The following information was provided by the initial reporter: cat. No. 300865, lot 2005229. There must have been a crack in the barrel of the syringe, so that a cytostatic drug escaped from the syringe during the attempt to inject air back, which splatter on the apron of the manufacturing employee. Such an incident in the cytostatics department is understandably very unpleasant for the employees. Unfortunately, we could not keep the syringe as a sample for you to complain about, because it was contaminated with a cytostatic drug.